Manufacturer narrative:
Retainer ring = missing. The pump was received with a scratched case, a detached end cap, a cracked keypad overlay, a missing reservoir tube o-ring, a broken reservoir tube lip, a missing retainer, a cracked case-corner of belt clip rails, a pillowing keypad overlay and a serial number label fading. The test p-cap/reservoir does not lock in place due to missing retainer, missing reservoir tube o-ring and broken reservoir tube lip. Unable to generate power management graph, perform thus pump history file/traces download and perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat due to blank display. During visual inspection, a severe physical damage on the electronic assembly was noted. Moisture damage was also found on the electronic assembly. No moisture damage on the motor and vibrator assembly noted. The original pcb 2 was cleaned and installed in a test pcb 1, case, internal battery and motor. Powered the pump on using the battery simulator and blank display noted. The original pcb 1 was cleaned and installed in a test pcb 2, case, internal battery and motor. Powered the pump on using the battery simulator and blank display noted. In conclusion, the pump had a blank display due to severe physical damage on the electronic assembly. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had crack to the side where clip go in. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.